Event description:
The facility rep reported to largo customer service a pump that is not able to alarm due to a defective speaker. This event occurred during biomed testing. No patient injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The device involved in this incident has been returned to baxter. A follow-up report will be submitted when the eval is complete.